Event description:
Philips received a complaint on the v60 indicating that the device had a battery failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Onsite service has been scheduled.

Manufacturer narrative:
The field service engineer (fse) went to the customer site on (B)(6) 2023 and determined that the battery was not providing 12-volt power. The fse replaced the battery, and the device began to operate correctly.